Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a venotomy closure of a right common femoral vein using the pre-close technique prior to an interventional pulse field ablation (pfa) procedure. The suture of a prostyle device was successfully pre-placed. The sheath was upsized to a 13fr and the pfa procedure was completed. Reportedly, post procedure, the sheath was reinserted into vessel, but a suture break occurred during re-insertion. A figure of eight suture was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The material separation was confirmed. The device damaged by another device is related to case conditions and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case the suture was separated by the reintroduction of the sheath prior to close. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.